Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to a burnt usb connector. Pictures were taken. Functional tests were not performed due to a burnt usb connector. Receiver charge and boot tests were performed with a new usb connector and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective usb connector. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The probable cause was determined to be foreign object damage in the usb connector.

Manufacturer narrative:
(B)(4).